Event description:
Aventis case ID: (B)(4). This spontaneous report was received from a consumer on (B)(6)2007. A currently (B)(6) male consumer reported he initiated therapy with injectable poly-l-lactic acid (sculptra) (lot #'s and expiration dates unknown) for a total of about 6 treatment "sessions" beginning in 2005 and with his most recent treatment being in (B)(6) 2007, for treatment of facial fat loss. He reported that he is "not seeing any results from sculptra," and has "a few nodules," nos. During a follow-up call, on (B)(6) 2007, the consumer reported his date of birth. He reported he believed his height is (B)(6); however, his physician insists he is (B)(6). He did not know his weight at the start of the event but believes his present weight is about (B)(6). He reported he was unsure but thinks his physician said injectable poly-l-lactic acid was reconstituted with sterile water at his most recent injection in (B)(6) 2007. He thinks his physician may have used to "several widths of needle" to administer his treatments (does not know needles' gauges.) Consumer also did not know if any or what type of local anesthetic was used during administration. Injectable poly-l-lactic acid was injected under his eyes and cheek bones. An unknown volume was used; he believes the physician may have used "2 kits" at the last administration. He is not sure when the bumps occurred, perhaps after the last treatment, perhaps before. He has bumps on each side. He described the location as follows: they are about where lines drawn from the outside corner of his eyes would cross lines drawn out from the end of his nose; also described as the "area of cheeks where you would pinch on a child when you tell them how cute they are." He described these areas as peaks or bumps. There are at least 2 on each side. The bumps are round, peak-like in shape and 1/8 inch or less. They could be at injection sites. No treatments have been given. They have discussed alternatives for treatment. He does not know if he will continue treatments with injectable poly-l-lactic acid. He reported the start of event as "since start of therapy." He considers the events to be ongoing. He reported his concomitant medications as (B)(6) and fenofibrate (tricor). His medical history included high triglycerides, (B)(6). No further relevant information reported. Additional information received from the consumer of (B)(6) 2008: the consumer reports that the poly-l-lactic acid treatments began in (B)(6) 2005 and the since 2005, he has received four treatment sessions of poly-l-lactic acid, (specific dates not provided.) He reports that "after two weeks from the treatment session", nos, that he noticed no response from the poly-l-lactic acid treatment. He states that he is "not sure that this is the right product" for him. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that the kind of event is not batch related. No faults, defects, damages detectable. Brr without hint to root cause. Conclusion: no faults detectable. Additional information for sculptra lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that the kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional implanted date: (B)(6) 2007.